Manufacturer narrative:
Concomitant medical products: product ID 3889-28, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported that during a replacement procedure for normal battery depletion, they experienced difficulty disconnecting the tined lead from the implantable neurostimulator. As a result, the external insulation of the lead was damaged. The insulation had separated from the distal end of contacts. The physician decided to explant the lead during another surgery on (B)(6) 2016. With the lead replaced, the patient felt fine and was receiving effective therapy. The issue was resolved.